Event description:
Programmed pump to infuse antibiotic over 30 minutes. Returned to room when IV was beeping approx 10 minutes later and found entire antibiotic dose had been infused. Notified pharmacy for contraindications and also called md.